Event description:
It was reported that the device stopped working after a few hours. It was then put in a lower position and used as a drain. Approximately 250ml-300ml of blood was discarded. Pre-donated blood was given. No adverse consequences were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation.